Manufacturer narrative:
(B)(4).

Event description:
The pump was replaced due to pending battery depletion. The pump removal was prophylactic to avoid in-vivo battery depletion. The catheter was replaced due to catheter level too low. The pump contained lioresal. The patient outcome was reported as recovered without sequela. It was later reported the pump contained gablofen. A catheter dislodgement/migration at the distal (spinal) segment was noted. The patient required hospitalization due to the event. The patient outcome was reported as no injury.

Manufacturer narrative:
Catheter model 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2012-(B)(6). (B)(4). Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly; acceptable catheter testing. It was noted the catheter was incomplete/returned in segments.